Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: medical product: articular surface medial congruent (mc) right 13 mm height: catalog#42522100413, lot#66566444; tibia trabecular metal two-peg porous fixed bearing right size c: catalog#42530006402, lot#65754987. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h10; h11. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee procedure. Subsequently, within six (6) days post-implantation, it was reported that the patient began to experience pain and swelling in the leg. An ultrasound confirmed the presence of a blood clot. Additional medication was prescribed to reduce the swelling and the patient is reported to have fully recovered. It was reported that all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h11. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. As there are multiple factors that may contribute to dvt that are outside the control of zimmer biomet, investigation results concluded that the root cause of the reported event is attributed to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that a patient underwent a revision total knee procedure. Subsequently, within six (6) days post-implantation, it was reported that the patient experienced a blood clot in the leg. Additional intervention has not been reported and patient outcome is currently unknown. Due diligence is in progress for this event; to date no additional information has been reported.

Manufacturer narrative:
(B)(4). B3: exact event date is unknown however is reported to have occurred between august 6, 2024 and august 12, 2024. D10: medical product: unknown articular surface, catalog #: ni, lot #: ni, unknown tibial tray, catalog #: ni, lot #: ni. G2: foreign: australia. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in will process. Upon receipt of additional information or completion of the investigation, a follow-up MDR be submitted.